Manufacturer narrative:
The returned lead was analyzed and the complaint was confirmed. Visual inspection revealed the lead bodies had pronounced kinks approximately 18 cm from the distal ends, where the leads appeared to have been sutured. 6 cables were broken/severed at this spot. The fracture sites are 1 cm from the clik anchor setscrew marks. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables. The associated splitter exhibits normal device characteristics.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedances. The patient's lead was explanted and replaced with two new leads. The physician suspects internal fracture. There were no exposed cables.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #(B)(4). Description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedances. The patient's lead was explanted and replaced with two new leads. The physician suspects internal fracture. There were no exposed cables.